Event description:
It was reported that prior to starting a da vinci si gynecological procedure, the surgeon side console (ssc) would not power on. The site contacted isi for technical support engineering (tse) assistance and review of the site's system log by the tse found that the power issue experienced by the was related to the ssc power supply. The tse, instructed the site to cycle the power breaker on the ssc and the system powered on; however, after approximately 5 minutes, the issue recurred. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded and confirmed that the issue experienced by the customer was associated with the surgeon side console (ssc) power supply. The ssc power supply converts the ac voltage from the wall outlet to dc voltage for use by the system. The system was repaired by replacing the affected power supply. On (B)(4) 2012, isi followed up with (B)(6) the surgical technician and she indicated that during set up of the da vinci si surgical system, the surgeon side cart would not power on, however, they believed that the issue was related to a power issue within the or. (B)(6) indicated that they were able to restore power to the system and they continued to prep the patient for the planned surgical procedure. (B)(6) indicated that after the patient was placed under anesthesia and taken into the or, the power issue recurred. (B)(6) indicated that the planned surgical procedure has been rescheduled, there was no harm to the patient and the surgeon advised the patient's family that the procedure was rescheduled due to the system issue. As of august 10, 2012, there have been no reported recurrences of the issue at this hospital.